Manufacturer narrative:
Device was received with no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response from up and left buttons. Customer also reported that numbers were ramping on their own and the scroll bar was not moving with no input. Customer also stated that an alarm was not in progress at the time the button was unresponsive. Customer also reported that back button was started unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.